Event description:
It was reported by the distributor that the customer's pump was no longer charging, but no further information was available at the time. There was no reported impact to the customer¿s blood glucose level. Upon further investigation, it was determined that the pump was in working condition, as it started, charged, and was recognized by the computer without any issues; no alerts or alarms were noted during the system check. No return of the device was expected.